Event description:
It was reported that the stent was not centered between the balloon markers, so it was withdrawn. In the process, the stent separated in the proximal lad. Retrieval attempts were made, but they were unsuccessful. Thrombus formed in the artery and attempts were made to aspirate it, but efforts were unsuccessful and thrombus embolized into the circumflex artery. The patient developed EKG changes and had chest pain, so a balloon inflation reopened the circumflex and a balloon pump procedure was initiated. Another stent was deployed to crush the separated stent to the wall of the lad. Another stent was also deployed in the circumflex artery to treat the persisting intraluminal defect due to either thrombus or dissection.